Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. On (B)(4) 2013, isi contacted the isi clinical sales representative (csr) assigned to the site. The csr indicated that the site inspected the instrument and tip cover prior to the procedure and no issues were found. A pin gage was used to inspect the cannula involved with the event and no issues were found. During the initial installation of the mcs instrument through the cannula, the csr indicated that the surgical staff noticed slight resistance. However, the surgical staff proceeded with pushing the mcs instrument through the cannula. During the procedure, the surgeon did not have any reported issues with the instrument. At an unspecified time during the procedure, the surgical staff performed an instrument exchange with the mcs instrument. Later during the procedure, the mcs instrument was reinstalled. After the mcs instrument was reinstalled, the surgical staff noticed that the tip cover accessory was missing. The surgical staff spent approximately 2 hours searching for the tip cover but they were unable to locate the accessory. The surgical procedure was completed. About 2 weeks later, a CT-scan was performed and the tip cover was found behind the patient's liver. The tip cover was retrieved laparoscopically. According to the csr, the surgical staff does not use electro lube. It was reported that there were no instrument collisions during the procedure. The procedure was not recorded and there were no post-operative complications reported. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that the mcs tip cover accessory installed on an mcs instrument came off, fell into the patient, and was retrieved laparoscopically 2 weeks later.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff indicated that the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument was observed to be missing. At the time the initial reporter contacted intuitive surgical inc. (Isi) to report the event, the surgical staff was in the process of searching for the missing mcs tip cover accessory. The initial reporter did not report any patient harm, adverse outcome, or injury at the time the event was initially reported to isi.